Manufacturer narrative:
The insulin pump passed the basic occlusion test and the displacement test. No motor error alarms were noted. However, the insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The motor was tested outside of the device and passed. The insulin pump was received with a cracked case at a reservoir tube lip and minor scratches on the display window.

Event description:
Customer reported that the insulin pump returned a motor error alarm during basal. Blood glucose level was 235.8 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.